Event description:
The event description according to the customer is as follows: technical event with internal reference number: (B)(4) pvent_control autozero failed - and technical event with internal reference number: (B)(4) pressure sensor tolerance - occurred.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that technical event: (B)(4) (pvent_control autozero failed) and (B)(4) (pressure sensor tolerance). The patient was moved to another device. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly, the device was released back into use.

Event description:
The event description according to the customer is as follows: technical event with internal reference number (B)(4) - pvent_control autozero failed - and technical event with internal reference number (B)(4) -- pressure sensor tolerance - occurred.